Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating, "high levels of bacteria" involving video gastroscope model eg-2990i/serial (B)(4). No other information was provided at the time of the report. Additional information was received from the facility contact stating endoscopes are randomly tested using the ruhof adenosine triphosphate (atp) test as part of the facilities internal audit program. Endoscopes are randomly selected after manual washing and soaking in a high level disinfectant post procedure. If the endoscope fails the first ruhof atp test, the endoscope is manually washed and soaked for a second time. If an endoscope fails the ruhof atp test a second time, the facility returns the endoscope to pentax medical for evaluation. According to the facility contact, video gastroscope model eg-2990i/serial (B)(4) was atp tested twice and showed high result readings for both tests. The facility then returned the video gastroscope to pentax medical for evaluation. The pentax medical service inspection findings included the following: primary operation channel crimped at biopsy inlet t-piece; passed dry/wet leak tests; suction tube resistance; hole in #2 remote control button cover.